Manufacturer narrative:
The 8mm endoscope plus has been returned and evaluated by the failure analysis (fa) team. The endoscope was tested and placed on an in-house system or equivalent for functional testing, but it failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message endoscope image quality may be deficient. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scope's distal tip. The endoscope was evaluated and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated, and it was found that the attached endoscope adapter (aea) shaft bearing was contributing to friction. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester, which failed. The camera module failed the no image test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm endoscope plus was not being recognized by system and foggy picture. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a communication or electrical issue on the camera module or endoscope cable.

Event description:
Refer to h11 for follow-up information.